Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the ins was implanted in the same pocket as the previous ins. The ins was implanted too deep. The ins was repositioned and the patient now gets perfect coupling.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient's ins was implanted 10 days prior and they are really struggling to get any good coupling. There are 0 boxes filled. Recharging practices have been reviewed however the patient is still struggling. There were no symptoms reported. No further complications were reported or anticipated.